Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, results listed below. The device was returned and evaluated, and the customer's allegation was confirmed; the power turned off due to a printed circuit board failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power cannot be turned on likely occurred due to print board failure. The cause of the faulty printed board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no power while using the 4k uhd lcd monitor. The issue occurred during a procedure and there was no patient harm associated with the event.